Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead exhibited undersensing. The atrial sensitivity was reprogrammed. The lead was explanted and replaced and the patient received a system upgrade. No patient complications have been reported as a result of this event.